Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer went straight to counting and the numbers were unresponsive. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.